Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 16.0 diopters. The iol met all specifications for optical properties. In follow-up with the account it was learned a higher diopter lens was implanted without complication. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Event description:
The account reported the intraocular lens (iol) was explanted approximately (B)(6) after implant due to a refractive surprise. No injury or adverse effects occurred.